Event description:
As reported, during prep of the 5f mynxgrip vascular closure device (vcd), the balloon was defective not holding air. The product was not used on a patient. There was no reported injury to the patient. The deployer was trained on the mynx device. The device was stored according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. The device was removed from the package as per IFU, and no anomalies were noted prior to use. The mynx vcd was prepared according to IFU instructions. During preparation, the balloon lost pressure. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during prep of the 5f mynxgrip vascular closure device (vcd), the balloon was defective and did not hold air. The product was not used on a patient. There was no reported injury to the patient. The deployer was trained on the mynx device. The device was stored according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. The device was removed from the package as per IFU, and no anomalies were noted prior to use. The mynx vcd was prepared according to the IFU instructions. During preparation, the balloon lost pressure. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open. No syringe was returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was observed partially exposed. The sealant sleeve was found in its manufactured position, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. An attempt to execute an inflation/deflation functional test could not be fully performed, as a tear was identified in the balloon during the evaluation. A high-magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a longitudinal tear was observed. The exact cause of the observed condition could not be determined based on the available evidence. However, this conclusion is consistent with cases where the observed damage may result from handling, procedural, or other non-manufacturing related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device as a tear was found on the balloon. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are possible, even though it was reported that the device was prepped per the IFU. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during prep of the 5f mynxgrip vascular closure device (vcd), the balloon was defective not holding air. The product was not used on a patient. There was no reported injury to the patient. The deployer was trained on the mynx device. The device was stored according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. The device was removed from the package as per IFU, and no anomalies were noted prior to use. The mynx vcd was prepared according to IFU instructions. During preparation, the balloon lost pressure. The device will be returned for evaluation.